Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts to try and retrieve additional details regarding the reported event are still in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion (pe) and cardiac tamponade occurred. A left atrial appendage closure (laac) procedure was being performed and a versacross connect laac was selected for use. During the procedure, the physician encountered difficulty achieving optimal tenting of the septum during the transeptal puncture (tsp). Two unsuccessful crossing attempts were made before successful access was obtained. The watchman device was then successfully deployed and implanted in the laa. No pericardial effusion was observed during the procedure. Later that evening, at approximately 10:00 pm, the patient developed a pericardial effusion with tamponade. A pericardiocentesis was performed to treat the effusion. The patient returned to hemodynamic stability and is expected to make a full recovery and expected to be discharged the day after the case. The device is not expected to be returned for analysis (disposed). It was difficult to produce a tent in the thinnest portion of the septum, multiple attempts with dilator made, thus unsuccessful rf and wire advancements. It was reported that the effusion may have occurred during transseptal access.